Event description:
It was reported that a flogard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection revealed that the device had a broken door. The alarm log did not find an associated alarm. The cause of the broken door was not determined. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.